Event description:
It was reported that unit worked on pt then stopped after a couple of compression, replaced battery and again unit stopped after a couple of compressions. Customer indicated that the battery had just been charged and was not sure of the user advisory code. Crew reverted to manual compression. After the incident and while testing the system using a manikin, system displayed user advisory 2. No adverse event reported.

Manufacturer narrative:
Complaint of the unit stopping after a couple of compressions was not confirmed. However, user advisory (ua) 2 was verified. Load cell was replaced to remedy the problem. Autopulse resuscitation system archive file was reviewed. The file indicated that on (B)(6) 2012, which is the date the reported event occurred, platform gave 530 compressions with a battery that had low voltage (serial # (B)(4)); ua 44 (battery voltage too low during compression) was displayed. Archive file also indicated that a second battery (serial # (B)(4)) was used; it gave 152 compressions, then stopped and displayed ua 44. Based on these findings, it is likely that both batteries had low voltage when the customer began using them. However, batteries were not returned for eval. After replacing the load cell, platform ran for 15 minutes with a test manikin and 5 minutes with a large resuscitation test fixture (equal for a 250 pound pt) without any issues. No adverse event reported.